Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the fox sv was inserted in the heavily calcified left superficial femoral target lesion the balloon ruptured at an unk pressure and unk number of inflations. A second fox sv was inserted in the same lesion and also ruptured. It is unk what was used to complete the procedure. There were no adverse pt effects reported. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The fox (part 82166-02, lot 473095), indicated is being filed under a separate MFR#.